Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 28mg/dl on the contour next link. She stated she felt miserable, but did not provide details. She drank 8oz. Of fruit juice, ate two glucose tablets and a bag of candy. How she felt afterwards was not discussed. The strips were not expected to be returned for evaluation. Product was not replaced at the time of the call.